Event description:
It was reported that a patient presented to clinic for regular generator change. Device interrogation revealed noise on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable.

Event description:
It was reported that a patient presented to clinic for regular generator change. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable.